Event description:
It was reported that the subject programmer has intermittently uncontrolled rebooting during use and is unusable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer has intermittently uncontrolled rebooting during use and is unusable.